Manufacturer narrative:
Analysis was normal, no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient presented via merlin.net with complaints of dizzy spells. Transmission revealed episodes of noise reversion. Unable to reproduce noise with isometrics. The device was reprogrammed, subsequently the pulse generator was explanted and ventricular lead was capped. No other patient symptoms were reported.